Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the implantable pulse generator (ipg) had migrated over the spine that caused implant pain to the patient. The patient underwent an ipg explant procedure. No further information has been obtained.